Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 allegedly due to pain and synovitis. It was reported that the taper adapter was difficult to remove from femoral stem which caused a delay greater than thirty minutes. The modular head and taper insert were removed and replaced with an active articulation acetabular liner and ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07613 & 07614).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07613 & 07614).

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 allegedly due to pain and synovitis. It was reported that the taper adapter was difficult to remove from femoral stem which caused a delay greater than thirty minutes. The modular head and taper insert were removed and replaced with an active articulation acetabular liner and ceramic head. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to armd and patient allegations of pain and leg-length discrepancy. Operative report further noted dark-brown fluid, brownish-tinged synovial lining, and a black layer covering the trunnion during the procedure.